Event description:
It was reported that a receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge test and boot tests were performed and failed. Functional tests were not performed due to the receiver not turning on. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was not downloaded for review due to the receiver not turning on. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-197444 upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
After submission of the initial MDR product was received on 7/16/2025. It was determined this complaint is not reportable per corpft-140202